Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a therapeutic endoscopy with stent placement procedure performed in 2009. According to the complainant, the wallstent device was advanced through the working channel to the stricture. The physician attempted to deploy the stent; however, the stent became stuck. An attempt to retract the device was unsuccessful and the device and the scope were removed from the pt. It was then noted that the stent was not on the delivery system. The stent was located in the pt's stomach. The physician attempted to retrieve the stent; however, it was too dangerous and the stent remained in the stomach. The procedure was completed with another device. It was suggested that the stent be retrieved via laparoscopy. However, attempts to obtain additional details regarding retrieval of the stent have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Implant remains in pt. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.